Event description:
The reporter contacted animas on (B)(6) 2015 alleging a site/set issue. The reporter stated that there were air bubbles in the cartridge. Customer support (cs) completed troubleshooting and it was determined that the patient was not filling the cartridge correctly. The reporter stated that the patient had a blood glucose (bg) of 535mg/dl extreme drowsiness, difficulty waking up and confusion. A family member contacted emergency medical services and the patient was taken to the hospital. The patient was treated with insulin via pump. The patient¿s bg came down to 238mg/dl and then the patient was sent home. This report is being made due to the hyperglycemic event the patient experienced that resulted from not using the correct cartridge filling technique.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not using the correct cartridge filling technique).